Event description:
It was reported that pump experienced recurring malfunction alarms with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer was advised that pump would be replaced with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.